Event description:
It was reported that during cardiac ablation procedure, a ¿catheter chip read failed¿ error message occurred. Signals were still visible on the catheter but no catheter visualization on the mapping system. The catheter extension cable was disconnected and reconnected which did not resolve the issue. The catheter extension cable was replaced and the issue remained. The case on the system was rebooted and the system was rebooted but the error was still visible on the system. An unknown issue occurred with the pump tubing. The procedure was aborted since there was no catheter visualization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00002 (lot: 0232722213); product type: 0627-cables and accessories; product ID afr-00003 (serial: (B)(6); product type: 2004-mapping hardware medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.